Manufacturer narrative:
An event of heart failure and degenerative aortic stenosis was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the initially filed information, the following information was received 25 june, 2021. It was reported the patient underwent a valve-in valve procedure for treatment of degenerative aortic stenosis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 that the patient was hospitalized (B)(6) 2021 for acute heart failure related to the degeneration of his bio-prosthesis valve. The current treatment plan is still to be determined. The treatment options included surgery with device explant or tavi valve-in-valve procedure. On (B)(6) 2021 the patient underwent an aortic valve replacement second to degenerative aortic stenosis. No further information has been provided.